Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient sought medical attention because their blood glucose (bg) levels were dropping to 45 mg/dl, then 50, then 43, then up to 100 mg/dl. The patient had chest pains and after calling their doctor they were directed to go to the hospital. The patient reported bg in the 300 mg/dl while at the hospital as well as a diagnosis of infection and ulcers. The patient stated they received morphine for the pain, gabapentin, ibuprofen 800, and insulin. It was clarified that these were dispensed during their stay. They stated they were also given tramadol and pantoprazole. The patient was hospitalized for 5 days and released on (B)(6) 2021. Patient was prescribed pantoprazole - 1 40mg tablet twice daily / tramadol - 50mg as needed.